Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) inspected the device and confirmed the following; a reddish brown foreign material had adhered to the tip of the air/water nozzle. As a result of component analysis, it was found that the attached foreign material was silicon. The amount of air/water supply of the device was normal. From the shape, hardness, and color of the foreign material, it is unlikely that the foreign material is rubber packing. In addition, since foreign material was attached near the tip of the nozzle, there is possibility that it is a component contained in antifoaming agents. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Sorc checked the device and duplicated the reported phenomenon. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the air/water nozzle of the device was clogged with foreign materials. The user facility reported that malfunctions such as clogging of foreign material in the air/water nozzle and fogging of the lens frequently occurred, and requested analysis of the components of the clogged foreign material. The device had been reprocessed with a non-olympus automated endoscope reprocessor, asp advanced sterilization products, endoclens. The user facility reported that precleaning after use of the device was performed by the method recommended by olympus. There was no report of patient injury associated with this event.